Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of over 600 (mg/dl) and diabetic ketoacidosis (dka). The cause of the elevated bg level was unknown. The customer attempted to bolus to address bg level prior to being hospitalized. While in the hospital the customer was given insulin and nausea medication. The customer was released from the hospital 5 days after being admitted. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.